Event description:
It was reported that right atrial lead impedance increased. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The endoclip was inserted through a laparoscopic trocar into the patient's abdominal cavity. The device was fired without incident. The device would not re-engage to fire again. The device was removed from the patient without incident and removed from the surgical field. A new device was opened. No harm to the patient.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 47 cm and 48.5 cm from the connector pin, due to friction with another device.